Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the final angiogram did not reveal a type I endoleak, however, the cardio-mems sensor detected an endoleak. The physician stated there was no evidence of an endoleak on the final angiogram/film, however, the physician elected to place another manufacturer's stent. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusion: unable to see the endoleak on the angiogram). Secondary intervention performed.